Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing. The physician elected to perform an invasive procedure to replace the rate sensing portion of the endotak lead.